Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported a fluid leak during the patient's pd treatment. The caretaker said there was an air detected in cassette warning during drain 1. The warning occurred multiple times. Then the patient saw fluid leaking from a patient connector that was not being used. The caretaker was able to cancel treatment. The caretaker reset up with new supplies. The patient then finished draining in drain 0 of new setup and then bypassed to fill 2 in order to complete treatment on schedule. In a follow up, the reporter verified the fluid leak event. The caretaker said that the second blue pin that was not being used was faulty and started to leak during drain 1. The patient did not have any harm, intervention or adverse event. The patient is still using the same cycler and the cycler set is not available to return.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported a fluid leak during the patient's pd treatment. The caretaker said there was an air detected in cassette warning during drain 1. The warning occurred multiple times. Then the patient saw fluid leaking from a patient connector that was not being used. The caretaker was able to cancel treatment. The caretaker reset up with new supplies. The patient then finished draining in drain 0 of new setup and then bypassed to fill 2 in order to complete treatment on schedule. In a follow up, the reporter verified the fluid leak event. The caretaker said that the second blue pin that was not being used was faulty and started to leak during drain 1. The patient did not have any harm, intervention or adverse event. The patient is still using the same cycler and the cycler set is not available to return.